Event description:
It was reported that during a lap hysterectomy procedure, the shears stopped working during the procedure - instrument error 5 kept appearing so the shears were cleaned, then put back on and still did not work so they used a new pair to finish the procedure which worked fine. There were no adverse effects, only a couple of minutes to replace the faulty shears with a new pair. There was no patient consequence.

Manufacturer narrative:
H6 code: cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. An error code 5 / solid tone was noted during testing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."